Event description:
This report was rec'd from japan in a literature article which described a case of hepatocellular carcinoma complicated by necrosis of the liver and hapatic tumor and subphrenic abscess accompanied by infections after transcatheter embolization was performed on 23 aug 91 for the right hepatic artery with 30mg of farmorubicin, 6mg of mitomycin c, 8ml of lipiodol, and small pieces of gelfoam sponge. On day 8 after the procedure, he developed a fever of 38-c. On day 13 post transcatheter embolization, his white blood cell count was over 10,000. Various antibiotics were administered, however there was no clinical effect resulting in the development of sepsis. Five weeks later, he aspirated vomitus and he suffered a cardiac arrest. He was resuscitated once, however, died the following day. Pathological autopsy revealed a tumor in the right lobe of the liver (7.0 x 4.5 x 10.0 cm) which was necrotized. Adjacent to it, necrosis (6.5 x 5.0 x 9.0 cm) was observed in the non-tumor part. Retention of 320ml of pus was observed in the subdiaphragmatic region adjacent to the necrosis. Klebsiella pneumoniae and staphylococcus aureus were found on culture. The authors state that ischemia caused by transcatheter embolization damages the epithelial cells of the bile duct from which infected bile leaks around the portal canal to form an abscess. Since it is difficult to differentiate fever following transcatheter embolization from fever of abscess itself in the case of abscess in the liver, in many cases abscess is not detected until it becomes serious. Title: "a case of hepatocellular carcinoma complicated by necroses of the liver and hepatic tumor and subphrenic abscess accompanied by infections after transcatheter embolization".